Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site to inspect the system for the reported issue and to perform the two (2) year preventative maintenance (pm). Fss was unable to duplicate the error 2012, but he noted the error in the error logs. Fss checked and reseated all cables connections and printed circuit boards in monitor. Fss completed the two year pm, which filters batteries and o-rings were replaced on the unit as part of the pm. Fss performed the field service checklist, which the unit passed the functional tests and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported error 2012 (instrument host timeout error) occurred with the whitestar signature system. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
Device evaluation: a record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. No failure was identified. In the initial report, the device manufacture date (year) provided was incorrect. The correct year of manufacture is 2013. In the initial report, a result code of (B)(4) was provided and a conclusion code of (B)(4) was provided, however the correct result code is (B)(4) and conclusion code is (B)(4) based on the final investigation results. All pertinent information available to abbott medical optics has been submitted.